Event description:
Hill-rom received a report from a hill-rom technician stating the right head siderail would not stay up. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail had a broken release lever. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the broken release lever to resolve the issue. Based on this information, no further action is required.